Manufacturer narrative:
Result of investigation:the suspect device was returned to vyaire medical for evaluation. Upon visual inspection of the uut (unit under test), it was found that no visible defect, damage, or contamination, aside from normal wear and tear. The uut was functioning with no issues or faults. Vyaire medical was unable to verify the reported issue.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to the vyaire medical that there was a circuit disconnect and low tidal volume alarms. Unit was on patient at time of alarms. No patient harm.